Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On follow-up, it was reported that the device will not be returned for analysis.

Manufacturer narrative:
No conclusion can be drawn. No evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. The user manual contains the following warning ¿do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff.¿ we will continue to track and trend this complaint type. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while drilling a small hole for a craniotomy procedure, the tool was broken and the broken piece remained in the patient's body and were not retrieved. It was reported that an additional intervention was performed to determine how to remove the broken piece. It was also reported that there was a 120-minute procedure delay, the procedure was completed using a back-up device, and the device was discarded. On follow-up, it was reported that a magnetic resonance was performed to verify the location of the broken piece and the delay was due to the removal of the broken piece. It was reported that there was no further information regarding the status of the patient post-surgery. Additional information received that the broken piece of the tool was removed last (B)(6) 2021 and will be sent for analysis.